Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: bmj case rep 2017. Doi:10.1136/bcr-2017-219196 -(B)(4).

Event description:
It was reported via journal article: "title: interventional repair of pseudoaneurysm of ascending aorta following prosthetic aortic valve replacement" authors: amer harky, amir khosravi, jonathan colledge, shyamsunder kolvekar citation: bmj case rep 2017. Doi:10.1136/bcr-2017-219196 this case report aimed to present an (B)(6) male patient who underwent elective biological aortic valve replacement for severe aortic valve stenosis and closure left atrial appendages with artriclip. In the procedure, the aortic valve was replaced with 27mm hancock ii type using 2/0 ethibond pledgetted sutures in interrupted suture technique. The postoperative recovery was uneventful and no symptoms at follow-up. Four months after the procedure, the patient presented with sternal tenderness and soft tissue swelling at the midpart of the sternotomy wound which was treated with antibiotics. Two months later, he presented with sticky dark red blood stained discharge from the same swelling with stable sternum. Urgent contrast chest CT-scan confirmed ascending aortic pseudoaneurysm (above the non-coronary cusp of the prosthetic aortic valve (pav). Because of the proximity of the pseudoaneurysm to pav, a percutaneous closure was preferred to endovascular aortic repair. Repeated contrast CT aortogram confirmed complete closure of the pseudoaneurysm.